Event description:
A customer contacted stryker to report that the lifepak 15 had no display but the led was on. In this state the device defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the lifepak 15 had no display but the led was on. In this state the device defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. Due to an obsolete part, the device is no longer repairable. The device was scrapped by the customer.